Manufacturer narrative:
This report is submitted on july 8, 2021.

Event description:
Per the clinic, the patient experienced poor performance and sound quality with device use. The device was explanted on (B)(6) 2021.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on aug 12, 2021.